Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patch. The patient reported the irritation was bleeding, red, and itchy with a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device and apply neosporin to the area. Outcome of the irritation is unknown.